Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 9 months post-implant, it was reported that the patient was found dead in his home. The system controller indicated low flow alarms. It was also reported that no signs of device failure were seen and the device had functioned as intended. The system controller was disconnected from the pump. An autopsy was to be performed; results have not yet been made available.

Manufacturer narrative:
No device-related issues were identified through the evaluation of left ventricular assist device (lvad); therefore, a root cause for the reported event could not conclusively be determined. The pump was returned assembled with the driveline (dl) intact. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (graft, bend relief, and elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient¿s relatives refused an autopsy and no log file was submitted. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of the device is 9 months. It is unknown if the device was explanted from the patient and if the device will be available to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.